Event description:
It was reported by service report that the mattress had no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - auxiliary power cord, circuit breaker.